Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor contacted carefusion tech support because they experienced the following issues: "vt out of range, and xdcr fault". Alarms were visual and audible. The ventilator was on a patient at the time of the incident, however the distributor reports no harm to patient. The patient was switched to another ventilator.

Manufacturer narrative:
(B)(6). Carefusion tech support along with the foreign distributor determined that the probable root cause of the reported event, was most likely a faulty main printed circuit board assembly. Carefusion tech support shipped the distributor a replacement main printed circuit board assembly. They also issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty main printed circuit board assembly for evaluation. As of 03/20/2015, the alleged faulty main printed circuit board assembly has not been received by carefusion. Once received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple transducer fault events recorded exported events. Perform transducer calibration on 0cmh2o for pt802 failed at ad 4075. Powered on in operating mode and reported problem was duplicated as unit vent inop. Findings/root-cause: reported problem was duplicated and isolated to transducer pt802. This issue is addressed in an internal correction.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.